Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an issue with the pump's recording of basal and bolus rates. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: during investigation, the pump powered on with vibratory and audible features. The ez prime sequence was successfully completed. The pump was exercised for 24 hours with no issues occurring. A normal 10 u bolus as well as a 10 u audio bolus was performed successfully and were recorded within the pump history. The bolus history was found to be recording properly. There were no hypersensitive keys or stuck keys observed on the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.